Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the dovetail feature was flared out and the distal surface of the bearing exhibited damage. The noted damage appears to be from insertion attempts. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Detailed instructions for inserting the articular surface are provided in the nexgen lps-flex fixed bearing knee surgical technique. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI - (B)(4). Concomitant medical products: 00576401551 - femoral component option ¿ 64167948, 00598003701 - stemmed tibial component precoat size 3 ¿ 64365727, 00596203212 - articular surface use with lps/lps-flex 51 ¿ 63985617. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - nexgen lps-flex gender femur size e - unknown, unknown - nexgen tibial size 3 - unknown. Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee surgery, the articular surface would not seat properly into the tibial tray. It was noted that an attempt to locate and washout any loose debris was made. A new implant was opened and successfully implanted without any problems. No further information is available.